Event description:
The following information was obtained from a journal article. Management of abdominal aortic aneurysms clinical practice guidelines of the european society for vascular surgery. Moll fl, powell jt, fraedrich g, verzini f, haulon s, waltham m, van herwaarden ja, holt pj, van keulen jw, rantner b, schlösser fj, setacci f, ricco jb; european society for vascular surgery. (Eur j vasc endovasc surg. 2011 jan;41 suppl 1:s1-s58). Doi: 10.1016/j.ejvs.2010.09.011. The following event information related to medtronic products was noted within the guidelines. Page s22: the european registry eurostar compared the outcomes of relatively new stent grafts (aneurx, excluder, talent and zenith) versus the earlier evt/ancure, stentor (mintec, la ciotat, france) and vanguard in 6787 patients. All new devices carried a lower risk of migration, kinking, occlusion, and secondary intervention, conversion. Page s24: non-randomized but controlled studies suggest a definite advantage of evar vs. Open surgery in terms of perioperative mortality, with rates <(><<)>2.0% in multicenter trials in the USA. Perioperative mortality of 2% was noted for 416 patients treated with the aneurx device.

Event description:
No patient specific details were provided for the deaths reported in the literature article.

Manufacturer narrative:
(B)(4).